Event description:
It was reported the air sensor was not working while the device was used on a patient. The patient death was reported (B)(6) 2021.

Manufacturer narrative:
Smiths medical requested additional information from the distributor.in response, on (B)(6) the reporter stated no patient death had occurred and the supplied complaint form had been filled out incorrectly. The reporter stated patient required hospital visit on (B)(6) 2021 for treatment of suspected air embolism with no further adverse effects reported. The reporter stated no further information will be made available on event (no information available for drug name or type of infusion set in use).

Event description:
Smiths medical requested additional information from the distributor. In response, on (B)(6) the reporter stated no patient death had occurred and the supplied complaint form had been filled out incorrectly. The reporter stated patient required hospital visit on (B)(6) 2021 for treatment of suspected air embolism with no further adverse effects reported. The reporter stated no further information will be made available on event (no information available for drug name or type of infusion set in use).

Manufacturer narrative:
Additional information received by smiths medical via email on 03-mar-22: customer confirms serial number (B)(6). No further information available.